Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery was at end of life and the patient delayed scheduling her surgery and the pump failed. It was noted that the event was not due to the pump, rather was due to patient non-compliance; that the patient was offered multiple appointments but declined to schedule. Normal battery depletion was reported. The pump was replaced and will not be returned. The patient had withdrawal symptoms, but did not require hospitalization due to the event. The patient outcome was reported as ¿non-serious injury/illness¿.

Event description:
It was reported that this pump was giving out a ¿loud, death scream¿ and that it was ¿dying.¿ the patient had scheduled an appointment with the initial implanting physician and reportedly, ¿he didn¿t show up.¿ the patient had further cancelled the replacement procedure until she could have it done with a different physician. In addition, the patient had readings from this pump and there were ¿7 milligrams of dilaudid that were not accounted for.¿ the patient reported that the pump had just been filled and she was told the pump was then empty. The patient felt the pump could not have been empty as she had been filled at ¿10 milligrams and a drop a day, there are 7 or 8 milligrams missing.¿ this device system delivered dilaudid. It was further reported that this pump had been refilled with dilaudid on (B)(6) 2013 with 10 milligrams (mg). The pump also became ¿exhausted¿ as it was implanted for approximately seven years and it should have been replaced but it was not initially.